Manufacturer narrative:
Dilatation and infection/endocarditis are known adverse events. A root cause to the reported dilatation could not be determined from the available information. Without the serial number of the product no device history could be pulled and reviewed. The information received indicates that the endocarditis occurred 7 years post implant. Endocarditis that occurs more than 12 months after the implant procedure is called late prosthetic-valve endocarditis and is largely community-acquired. The sterilization process used by medtronic has an anti-microbial kill on microorganisms, such as staphylococcus and the streptococcus species, rendering the reported organism non-viable during manufacturing. Therefore, it is unlikely that the organism originally came from the device or valve manufacturing process.

Event description:
Medtronic received information from a journal article that a (B)(6) affected by type 1 truncus arteriosus underwent a late complete repair in another institution, with the right ventricular outflow tract reconstruction performed with an 18-mm pulmonary valved conduit despite its contraindication in cases of pulmonary hypertension. An additional apical muscular ventricular septal defect was closed with a percutaneous device. Approximately seven years later, the patient was referred for right ventricular dilatation and conduit endocarditis. A group d streptococcus was isolated on blood culture. Echocardiography and cardiac catheterization showed right ventricular dilatation, isosystemic right ventricular pressure, and aneurysmal dilatation of the conduit extending from the ventricular anastomosis. Computed tomography confirmed the angiographic findings, recording a giant aneurysm of the conduit. A conduit replacement was performed with a 25-mm conduit from another model family. Four days after the device replacement, a silicon bronchial stent was successfully positioned to relieve bronchial malacia that occurred during the replacement procedure. The patient subsequently was discharged with no subsequent adverse effects reported. The authors noted that conduit dysfunction for this model device has rarely been reported for aneurysmal dilatation and is explained by the increased pressure in the right ventricle more often linked to stenosis in the distal conduit involving the site of the anastomosis to the branch pulmonary arteries, and that under certain hemodynamic conditions, the device can increase in diameter, creating an aneurysmal dilatation of the conduit.

Manufacturer narrative:
A review of medtronic's database did not show that this event had previously been reported or that the explanted device had been returned for analysis. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.